Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient with a spinal cord stimulation (scs) device underwent replacement of the implantable pulse generator (ipg) due to charging difficulties. The explanted ipg was not release by the treating facility. Following the replacement procedure, the patient is reported to be recovering well postoperatively.